Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Visual inspection of the pump showed that pump had no damages. The review of device history log revealed following events: on (B)(6) 2019 4:16:20 pm info alarm: standard admin set latched. On (B)(6) 2019 4:16:20 pm high alarm displayed: cassette not attached properly. On (B)(6) 2019 4:16:30 pm cassette latch was opened. On (B)(6) 2019 4:16:30 pm info alarm: cassette unlatched and removed. During investigation the pump was able to power up and "cassette not attached properly" message was activated after latching a cassette onto the pump. The customer reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The source of the problem was identified as faulty downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump gave " wrong cassette error". No adverse effects reported.